Event description:
It was reported that during a prostate procedure @ 350,000 joules of use, 80 watts and 70 minutes, "the fiber stopped automatically before it reaches to the limit of usage" was observed. The procedure was completed with an alternate procedure (turp). Patient's current status: "fine" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits cratering at the output area; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the glass cap exhibits devitrification at the output area; the glass cap exhibits detritus buildup around the devitrification; the bevel edge appears in good condition. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.